Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down button dome switch. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported the down button on the insulin pump were stuck. Customer's blood glucose was 14.5mmol/l, treated with manual injections. Customer stated he was attempting to fill the tubing and the button was stuck. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.